Event description:
White flaking particles coming off esmark packaging which is placed inside bowl within custom procedure kit 880119-hand pack, lot #1925636745, UDI#(B)(4). The user reported that this occured on 3 different dates: (B)(6) 2020. The user reported that the bowl was wiped out by the scrub nurse before pouring irrigation into bowl. There was no reported harm to the patient nor was there a delay to the case.